Event description:
The hospital staff attempted to administer defibrillation therapy to a patient diagnosed in cardiac arrest. The defibrillator allegedly failed to discharge. A backup defibrillator was made available and used. The patient was resuscitated.